Event description:
User facility medwatch report received that states: "physician decided to use shockwave therapy in an attempt to deliver the 26mm s3ur valve via the left femoral artery. Closure with multiple perclose devices was not able to achieve hemostasis. Patient required 2 covered stents to the left femoral artery to achieve hemostasis. Patient remained stable throughout. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. Although it is unknown if it the devices was a proglide or prostyle, the prostyle IFU will be used. The patient effect of hemorrhage is listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices.